Manufacturer narrative:
H6: investigation summary customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). No erroneous results were reported to doctors, and patients were not impacted. If any additional information is received in the future, this case will be re-opened and re-investigated. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to determined. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported bd bactec¿; fx, instrument top, packaged false positive results were obtained. Results were not reported and there was no impact to patient.

Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported bd bactec¿; fx, instrument top, packaged false positive results were obtained. Results were not reported and there was no impact to patient.